Event description:
The customer has stated dissatisfaction with the firmness of the advanced control pads. Dr (B)(6) reported that he had a pt with a femoral nerve injury after a case and he said it was due to the firmness of the tempur pedic hip and thigh pads.